Event description:
The customer reported that a pt was burned on the back during an ablation procedure. The procedure was a soft tissue ablation, intramuscular tumor. The diagnosis was desmoid fibrosis. Four pt return electrodes were placed on the pt's anterior and posterior thighs. The staff and surgeon were not aware of a tattoo on the back of the pt. During the procedure, a heated area was noted on the scan but the injury was not discovered until post procedure. The injury occurred at the site of the tattoo. The site has indicated that no additional info will be released.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If a sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.